Event description:
As reported to coloplast, though not verified the patient was implanted with restorelle y. The device failed, having eroded into the vaginal wall. Patient underwent subsequent surgery to remove the device on (B)(6) 2023. The mesh had folded over on itself and formed a wad. Removing the mesh required the surgeon to also remove patient's right fallopian tube and right ovary. Patient suffered a complete anterior vaginal prolapse due to mesh removal surgery. On (B)(6) 2023, patient underwent another surgery to correct the vaginal prolapse.

Manufacturer narrative:
As no lot # was provided, a review of the device history record, complaint history database, non-conformances and capas could not be completed. B3: estimated date.

Event description:
Additional information was reported to coloplast, though not verified. Following the implant of restorelle y, the patient had progressively worsening pain related to the vaginal mesh and the removal of the mesh in (B)(6) 2023 was difficult. Following the removal, it was documented that the patient had recurrent grade 4 cystocele, recurrent grade 2 rectocele and complete anterior vaginal prolapse. The patient underwent anterior and posterior colporrhaphy, vaginal epithelium trimming, rectal examination and cystoscopy in (B)(6) 2023.

Manufacturer narrative:
Correction: h11. Lot review. The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated. This complaint was investigated to the extent information was provided to coloplast. Due to the nature of this complaint and the device not being returned for evaluation a thorough investigation could not be executed. Complaints of this nature are monitored and captured within the product risk documentation. No further action or corrective action is required at this time.